Event description:
A customer contacted baxter's technical service center to report a low drain volume (ldv) alarm on the home choice (hc) during initial drain. Tidal therapy, fill volume (fv) was 1500ml, tidal volume of 95%m, total ultrafiltration (tuf) of 900ml, last fill volume (lfv) was 1200ml, and the initial drain alarm (ida) was 800ml. The registered nurse (rn) stated the home patient (hp) kept getting ldv alarms, and wanted to know if the machine was programmed correctly. The technical service representative (tsr) asked the rn if the alarms only occurred in initial drain, the rn did not know, the tsr asked how the hp cleared the alarms, the rn stated the hp would bypass the initial drain to fill 1, and then the hp would feel full and vomit. The tsr explain the hp should not bypass and suggested the hp call for troubleshooting assistance. The rn was not sure why the hp would feel full after getting a ldv alarm. The tsr explained the alarm and tidal therapy to the rn. The rn did not have any of the drain volumes from when the hp had felt overfull. The tsr arranged for a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice (hc) was returned for device evaluation, for the reported condition of low drain volume alarm. The reported issue was confirmed via event history log review. The cause was undetermined. The hc will be forwarded to service. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.